Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had internal communication error during clinical use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. Due to characterization limit e1 event site address:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device problem code), e1 (event site name). Due to character limitation in block e1: event site name: (B)(6) hospital. The (fse) reported that fault 111 and 112 occurred once each on 2025 11 29 around 13:29. These error codes are caused by a communication failure with the main board (executive processor board). However, the error was resolved by power cycling after the occurrence. Since the problem has not occurred therefore it was an intermittent temporary communication failure. As a precaution, the fse cleaned and disconnected the connectors on the executive processor board and other boards, and reloaded the d.00 program. The unit will continued to be monitored. If the issue the persists the executive board will be recommended to be replaced.

Event description:
N/a.